Event description:
Patient had surgery to replace the intrathecal catheter and pump implanted 9 months previously. Patient had his original intrathecal pump for 9 years.patient has chronic back and leg pain, and had the original intrathecal pump for 9 years. It was replaced. Other pumps recently had possible problems with rotor stalls and incorrect or unusual retained fluid in the pump that was inconsistent with readings on the pump. The suggestion was that this patient's replacement pump was malfunctioning after 9 months. The pump and catheter were replaced.